Event description:
It was reported that the patient experienced elevated blood glucose levels, beginning with a reading of 346 mg/dl after having changed supplies the previous night. The patient observed that glucose levels began rising after breakfast and a corresponding meal announcement and remained elevated through lunch despite another meal announcement. The patient was advised that possible causes included leaking or a kinked cannula and was instructed to change supplies if glucose did not begin to trend downward. The patient planned to change supplies and monitor glucose levels. A follow-up indicated that the patient¿s glucose level had risen to over 400 mg/dl and had remained elevated for several hours. The patient confirmed there were no signs of leaking, bends in the tubing, or alert messages, and the system was continually dosing insulin in an attempt to lower glucose levels. The patient reported dizziness but no other immediate health effects and had not used backup therapy. The patient was advised again to change supplies and confirmed that the cannula was not bent upon removal. The patient stated they would replace supplies once more and continue monitoring. Later, the patient contacted support seeking guidance on administering a manual insulin injection. The patient was informed that dosage recommendations could not be provided and was advised to consult their healthcare provider. The patient reported having no backup plan and planned to reach out to their provider for further guidance. Subsequently, the patient confirmed they had spoken with their healthcare provider and received an action plan for managing elevated glucose. The patient reported no ongoing issues and had a current glucose reading of 86 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.